Event description:
The facility reported a colleague infusion pump that the "open button was inoperable." The reported condition occurred during bio-med testing. There was no pt injury or medical intervention reported. There is no additional info available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.